Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was discarded by the customer. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an integrated apd set with cassette leaked. This was noticed at the end of peritoneal dialysis (pd) therapy on the homechoice (hc) device, as the patient was disconnecting from the hc device and removing the cassette. The patient stated that the hc machine and table were dry but the cassette leaked as it was held. The patient has performed therapy since the incident without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned as it was discarded; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.